Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from (B)(6): "broken power cord. S/n (B)(4) core cord prongs are pushed in. Delay in therapy: unknown; need for medical intervention: unknown; death / serious injury: no. "